Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a all cubies not detected on bus, even after the reboot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer all cubies were failed and it was failed to detect. The field service engineer (fse) had responded to a customer report of a drawer issue. Upon arrival, the customer demonstrated the problem; however, the issue had already been resolved prior to inspection. No faults were found. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a all cubies not detected on bus, even after the reboot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.